Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The t:slim x2 g5 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported when performing the fill tubing process, the customer was unable to proceed and resume insulin. Review of the pump history confirmed that no alerts and alarms had occurred. Then, when reloading the cartridge, a minimum fill notification occurred with approximately 300 units of insulin. Reportedly, air bubbles were not being removed from the cartridge and the customer was pre-filling cartridges and storing them in the refrigerator. Blood glucose level ranged from 220 to over 300's (mg/dl). A new cartridge was loaded successfully to address the issues.